Event description:
Ous MDR - after an implant duration of about 8 months it was reported that the threshold and pacing impedance had increased. No adverse patient side effects have been reported. The reposition of the lead was unsuccessful. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. The visual inspection showed cuttings in the insulation and a deformation of the shock coil, which occurred most likely during explantation procedure. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.